Event description:
The bolts on the electric bed work loose and strip the threads on the bolt and nut and the bolts come completely out. This causes the bed to lean precariously to one side so the resident would either fall out of bed or become entangled in the side rails. Diagram 2: the bolts work out of the lower corner of the weldment head wing. During raising of the head, the headwing shifts and catches under the head board, causing it to bend. The resident then would either fall out of bed or become caught.